Event description:
Patient reported use of the pod on the abdominal area and experienced skin reactions at application sites, including redness, itching during wear, and irritation upon removal. Patient reported that adhesive removal resulted in skin tearing, pain, and discomfort, with marks described as scars that were not resolving. Symptoms were reported to have occurred since initiation of therapy and with repeated pod use and removal every three days. The patient did not quantify the severity of the issue until the time of reporting. Patient reported noticing an insulin odor during wear and suspected possible leakage; however, no device malfunction was confirmed. The patient reported attempting both rapid removal and slow peeling techniques, with continued skin irritation, skin breakage, and pain. Patient reported seeking medical evaluation for the skin reaction; a diagnosis was not provided. Treatment included cortisone cream prescribed by a healthcare provider. The date of medical evaluation was not available. Due to ongoing symptoms, the patient reported discontinuation of therapy at the time of contact. The incident date was reported as the date of contact.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.